Event description:
Device not working, not possible to perform surgery. No adverse effects to patient/operator were reported.

Manufacturer narrative:
Device not working probably due to a component failure. We are waiting for additional information from the distributor. We are unaware about operator/patient injury.